Manufacturer narrative:
This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a possible check valve failure. The customer was infusing zosyn 3.375 gm/100ml ivpb over 4 hours. After approx 2 hours the zosyn bag was empty and the drip chamber of the primary tubing was full despite having been primed 1/2 full. The vtbi was 50ml at that time. The nurse replaced the pump and tubing, and restarted the fluids. Customer provided a picture of the event set-up. No pt harm or medical interventions was reported. No further pt/event info was provided.